Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that they have had to issue six corrected reports in the past year with seraclone anti-d blend. The customer uses seraclone anti-d blend for rh(d) testing and reported false negative results. Despite several inquiries, the customer did not provide any information on the supposedly defective product like the date of event or the lot numbers used. Therefore we compiled a list of the lot numbers which were sent to the customer during the past year and our quality control laboratory tested their retained samples of the these delivered seraclone anti-d blend lots. All five lots were checked for negative and positive specificity as well as in potency test. Seraclone anti-d blend contains human monoclonal antibodies of the immunoglobulin classes igm and igg and is therefore suited for an indirect antiglobulin test. Seraclone anti-d blend is a monoclonal blend of three clones (one igm and two igg) suitable for tube technique including antiglobulin test and detects weak d's and d category vi. All tests yielded correct test results. We did not observe any false negative results. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that they have had to issue six corrected reports in the past year with seraclone anti-d blend. The customer uses seraclone anti-d blend for rh(d) testing and reported (B)(6) results. Despite several inquiries, the customer did not provide any information on the supposedly defective product like the date of event or the lot numbers used. Therefore, we compiled a list of the lot numbers which were sent to the customer during the past year. Our quality control laboratory is still testing the retained samples of these lots.